Event description:
It was reported that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, gripper orientation was performed and was successful. There was 7mm gap between the two leaflets which made grasping difficult. The grippers were unable to lower. During simultaneous actuation of both the grippers, they were unable to lower. The grippers were cycled a total of 7 times during prep and the procedure. Troubleshooting was performed and was unsuccessful. There was some chordal interaction with the clip and a chordal rupture was observed after inverting the clip and returning to the right atrium. Tissue was noted in and behind the grippers. The procedure was terminated due to the poor leaflet quality. The tr had worsened from baseline and was grade 5+. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted), positioning failure (leaflet capture - clip not implanted), difficult to open or close (gripper actuation - both), and difficult to remove (anatomy) appear to be related to procedural conditions (interaction with anatomy during procedure). The reported tissue injury and tricuspid regurgitation are cascading events of the difficult removal from anatomy. The reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, gripper orientation was performed and was successful. There was 7mm gap between the two leaflets which made grasping difficult. The grippers were unable to lower. During simultaneous actuation of both the grippers, they were unable to lower. The grippers were cycled a total of 7 times during prep and the procedure. Troubleshooting was performed and was unsuccessful. There was some chordal interaction with the clip and a chordal rupture was observed after inverting the clip and returning to the right atrium. Tissue was noted in and behind the grippers. The procedure was terminated due to the poor leaflet quality. The tr had worsened from baseline and was grade 5+. There was no clinically significant delay.